Event description:
It is reported that the devices were implanted in 2007. Fracture of the greater trochanter occurred during implantation. Approx one month post-op, there was dislocation between the zca cup and the nitrided head. Information on how the surgeon reduced the dislocation is not available.

Manufacturer narrative:
Eval summary: no x-ray or other visual image were provided to indicated the current position of the device. Also, there is no info on how the dislocation was reduced. No definitive cause analysis can be performed based on the info provided. No product was returned for review. Device history records indicate manufacture to specification.